Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed a hub leak at the guide wire port. The root cause of the hub leakage was identified as variation in shrinkage of the adhesive material during the bonding process. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records based on an expanded investigation, a product issue related to inflation difficulty associated with leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that during device preparation, negative pressure was tried with an indeflator, but air could not be removed. The device was set aside and not used. Another similar balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.